Event description:
It was reported the patient reports a loss of therapeutic effect. The patient states he has interstim for bladder control. The patient went back to hcp (healthcare provider) office and they set "him up" and device had been working fine for the patient for a month and then all the sudden last night device didn't work for the patient. The patient states last night was terrible, the patient wet himself 5 times. The patient states when he turned programmer on to check settings, he was on the wrong program and settings. The patient states the good setting was program 4 with stimulation set at 1.2, but then later states 1.4. The patient was walked through using programmer. The patient was able to synch with ins (stimulator) and stated he was currently on program 1 with stimulation set at 1.2 and stimulation was off. The patient states he wants to go back to program 4 with stimulation set at 1.4. The patient was walked through changing programs and settings. The patient was now set at program 4 with stimulation set at 1.4 and stimulation was on now. The patient asks what happened because the patient was going along fine until last night when it was a disaster (the patient was referencing previous mention of wetting himself 5 times last night). The patient was asked if they tried using programmer yesterday and maybe accidently adjusted settings. The patient states yes he was trying to use it yesterday, but he didn't have the antenna up against ins. Additional information received reported the patient received assistance from their healthcare provider or manufacturer representative and their concerns were resolved.

Manufacturer narrative:
Concomitant products: product ID 3889-28, lot# va0fmwg, implanted: (B)(6) 2014, product type lead; product ID 3037, serial# (B)(4), product type programmer, patient. (B)(4).